Event description:
It was reported that a peritoneal dialysis (pd) patient passed away on (B)(6) 2014. Death was not cycler related. Medical records requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.